Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial #: unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-dec-21, information was received from an healthcare professional (hcp) and manufacturer representative (rep) regarding a patient receiving lioresal (2,000 mcg/ml, 936.9 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. On 2018-dec-21, an empty pump reservoir was reported. The empty pump reservoir alarm occurred on (B)(6) 2018. The rep stated that there was some confusion related to the size of pump the patient had. The patient was thought to have had a 40 ml pump, but actually had a 20 ml pump. Due to this confusion, the patient missed a refill on (B)(6) 2018 and the pump went empty. The patient experienced acute withdrawal.